Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the handpiece device was heating up. It was reported that there was no delay to a planned surgical procedure as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was overheating was confirmed. An assessment was performed on the device which determined the unit exceeded the maximum allowable temperature. During the assessment, the burr lock mechanism assembly was disassembled and the two springs for the lock tabs had failed. It was noted that one of the springs was observed to be out of place and deformed while the other one was in position. It was determined that the cause of the springs coming out of place was due to the handpiece being ran without a cutter. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.